Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer¿s basal programming was unknown. Customer stated that her blood glucose was high upto 262 mg/dl. They checked there basal was not programmed into the insulin pump. The device will not be returned for analysis.